Event description:
Information received regarding the explanted device notes that during a routine follow-up, stored egm's revealed noise on the ventricular channel. Bipolar impedance was 1979 ohms. Unipolar lead impedance was 335 ohms. Fluoroscopy revealed a lead fracture and the lead was replaced. The patient had an underlying rhythm and appeared to be fine. The patient's large body may have contributed to stress on the lead system.